Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump continued to alarm with a blank screen. The caregiver changed the batteries and restarted the pump, which ran for a few hours before alarming again. The pump was running at the time of the call. The reservoir had been placed the previous day and was projected to empty in 26 hours. No additional troubleshooting was available, and the pump needed replacement. The patient was not medically affected. The event occurred at the patient¿s home while the device was in use.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. Unable to confirm complaint due to the device not being returned. Based on the review of the service history and information provided from the customer, unable to determine a probable cause as the device was not returned for evaluation.